Event description:
Customer reported a low battery alert during use and inquired about battery specification. Subject was not resuscitated. Date of incident is unk. (B) (4).

Manufacturer narrative:
Method: customer account of the event. Result: no further investigation could be performed due to lack of customer response. Conclusion: customer was informed that the AED can continue to provide therapy after low battery alert.